Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/04/2017 with the following findings: review of the black box data revealed records of power on reset. On examination, there was no damage to the returned battery cap. The cap was evaluated and found to measure within specifications; the cap could secure properly to the pump. On investigation, the pump powered on without alarm and was exercised for 24 hours without any power issues occurring. Investigation did not duplicate the alleged intermittent power complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked and there was moisture found inside the pump case. (B)(4).

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.